Event description:
Patient was being treated with IV decitabine. During the infusion of the decitabine through a secondary set, the nurse noticed bubbles going through the drip chamber into the infusion bag of the primary set. Both fluids were clear, but the bubbles in the primary bag indicated the backcheck valve was not operating correctly.